Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this device exhibited high, out-of-range shock impedance measurements (>125). Boston scientific technical services was contacted and recommended forwarding the data to the physician. It was discussed that the shock impedance alert limit could be increased to prevent further alerts and the physician elected to continue with remote monitoring. At this time, the system remains implanted and no adverse patient effects were reported.